Event description:
Approximately 2 to 3 years ago, dr treated pt with 6 to 7 injections of contigen. In march of 2000, pt developed a delayed skin test reaction with possible cellulitis/abcess formation on forearm. Urologist consult found open wounds in the bladder at the area of the injection sites and found that the trigone of the bladder was bulked up. The open wounds have healed with treatment. Currently, pt has redness at skin test site and inside trigone of bladder at injection site.